Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was confirmed. Upon investigation the monitor¿s u100 and u101 component were defective on the ca board. The root cause of the defective u100 and u101 component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.